Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician successfully direct stented a taxus express2 2.5x16mm drug eluting stent to the 80% stenosed lesion located in the noncalcified, mildly tortuous mid obtuse marginal (om) artery. Resistance was noted upon withdrawal and the physician tried advancing the balloon, dialed up to 3 atms and then back down. After 60 seconds, they were able to successfully remove the balloon. The balloon was completely deflated and intact upon removal. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt; therefore, no direct product analysis is available. The mfg records for top assembly batch 8720219 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the complaint incident could not be determined.